Event description:
The customer reported that following a ptca procedure in 2003, a vasoseal elite was deployed. Hemostasis was achieved with five minutes of manual compression post deployment. That evening the patient developed a hematoma after a heparin bolus and heparin drip had been started. Manual compression was held. The following day the patient had a coughing spell and felt something "pop" in their groin. The patient complained of increasing pain and the patient's groin ballooned in size. The patient was taken to surgery for an exploration of the right groin. The hematoma was evacuated and the right femoral artery was repaired. The patient was discharged from the hospital 5 days later. No further complications were reported.